Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. When the device was received, the distal tip was broken off and missing approximately 2.6cm long. The broken distal tip appeared stretched and observed neckdown 3.0mm from the broken distal tip end. During visual analysis, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The product performed within specification during image characterization testing. The device labeling and directions for use were reviewed and revealed that the risk of tip detachment is included within the labeling of the product. This failure was reported to be observed at unpacking, however fluid was observed in the telescope as well as distal tip assemblies which indicate the device was handled and prepared for use. Because of this it is possible the tip detachment/separation was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation, therefore, a root cause of handling damage has been assigned.

Event description:
During the preparation for a percutaneous coronary intervention (pci) it was reported that upon removal from its packaging the tip of the intravascular ultrasound (ivus) catheter was noted to be "dangling" and with little force (pull) the tip fell off. There was no patient involvement.

Event description:
During the preparation for a percutaneous coronary intervention (pci) it was reported that upon removal from its packaging the tip of the intravascular ultrasound (ivus) catheter was noted to be dangling and with little force (pull) the tip fell off. There was no patient involvement.